Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889 lot# unknown. Implanted: explanted: product type lead product ID 3537 lot# serial# unknown implanted: explanted: product type programmer, patient. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the tape was itching the patient and causing them blisters. Patient was taking benadryl and using a benadryl cream because they thought they might be allergic to the tape. Patient's wire got caught to their belt and about a foot of it came out. It was mentioned the patient went to the bathroom and pulled their pants down and could not find the belt and thought it was high up, but it was down with their pants. Patient felt something jerk and pull and that their wire was still in a little bit but not all the way. It was noted patient quit taking stool softener and antibiotic medication as they could cause diarrhea and loose stool. Patient had loose bowel movements and was unable to change programs due to controller being unable to find the device. It was later noted that since patient stopped taking their medications they did not have a bowel movement for the past 24 hours. Patient increased stimulation. No further complications were reported.